Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one (1) previous similar complaint against involved lot. The lhr was reviewed for the lot number in the complaint and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported a suspected false positive test result performed with cue covid-19 test, home & otc (sn: (B)(4), on (B)(6) 2022. Customer performed an additional test with cue covid-19 test, home & otc (sn: (B)(4), which produced a negative result . Customer also performed a rapid antigen test which produced a negative result. Customer has had no exposure and is vaccinated and boosted.